Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release), can lead to damage of device components such as the hook at the distal end of the drive wire. The instructions for use instruct the user to verify smooth handle operation and clip operation prior to use. Instruction for use states to permanently deploy the clip, pull handle spool toward handle thumb ring until the clip detaches. Note: if separation of the clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from the clip. The instructions for use state: after clip deployment, continue to apply slight pressure on the handle spool as the device is removed from endoscope. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release), can lead to damage of device components such as the hook at the distal end of the drive wire. The instructions for use instruct the user to verify smooth handle operation and clip operation prior to use. Instruction for use states to permanently deploy the clip, pull handle spool toward handle thumb ring until the clip detaches. Note: if separation of the clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from the clip. The instructions for use state: after clip deployment, continue to apply slight pressure on the handle spool as the device is removed from endoscope. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook instinct endoscopic hemoclip. The clip fired [deployed] but something else came off the clip too and the handle feels stiff and not normal. The customer could not be specific about what came off. The clip did deploy but the clip delivery system is abnormal. The handle cannot be advanced normally post clip deployment. They did not retrieve anything from the patient.